Event description:
The patient was undergoing an embolization procedure in the common iliac artery using a px slim delivery microcatheter. During the procedure, the coil was looped into the artery once and the physician noticed that the distal tip of the microcatheter was kinked. The physician removed the catheter and completed the procedure by using another catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the pxslim microcatheter is fractured approximately 56.0 and 60.5 cm from the hub. Conclusion: the complaint has been evaluated. The compliant indicates that the pxslim microcatheter was inserted along an aqua v3 guide wire. A coil was delivered into the iliac artery. The angiograph showed a kink in the distal tip of the catheter. Evaluation of the returned device revealed two fractures in the catheter shaft approximately 56.0 cm and 60.5 cm from the hub. These findings are not consistent with the description of the device issue in the complaint. Fractures such as these are usually due to excessive force placed on the device during manipulation in the patient. Based on the description of the complaint and the condition of the returned device, the root cause of the issue could not be determined. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.